Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they were alerted to a message on their coulter hmx hematology with autoloader analyzer and while attempting to troubleshoot, they found fluid leaking from the blood sampling valve (bsv). Material safety data sheet (msds) was not reviewed; however, the customer confirmed that there is an exposure/risk management plan in place at their facility. The customer was wearing appropriate personal protective equipment (ppe) at the time of the event. The laboratory confirmed that no injuries occurred and no-one sought medical attention and that there was no exposure to skin, open wounds or mucous membranes. There was no reported impact to patient sample testing related to this event. There was no death, injury or change/delay to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found the tubing had disconnected from the rear blood detector. The fse replaced the tubing and verified repairs per established procedures. The root cause is attributed to the tubing disconnecting from the rear blood detector resulting in the leak. (B)(4).